Event description:
In (B)(6) 1982 during maxillofacial reconstruction, my surgeon placed silicone dermal filler in both cheeks and small amounts like chin and smile lines of my face. Immediately after surgery my entire face badly bruised. From then till current have acne like sores around those areas and has migrated into sinuses and into brain. (Shown on CT scan of head). In 1988 I had an allergan natrelle silicone gel implant placed into my right breast due to deformation, almost right away noticed mental problems, bone, joint pain, nerve pain, infections, sores, bruises all over my body even down both legs, breathing problems, cardiovascular problems, fibromyalgia to date. I have explanted a ruptured implant and clean silicone particulate from my cheek chin and facial ara. (Gummy sticky, grainy substance) in 1988 I graduated nursing school but eventually the medical issues stemming from these caused me to stop working. Medical tests and procedure are way too numerous to list as I have being treated over 30 years. FDA safety report ID# (B)(4).